Manufacturer narrative:
This device used for treatment and not diagnosis. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrixneuro burr hole covers was processed through the normal manufacturing and inspection operations with no non-conformances, scrap or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The investigation is ongoing.

Event description:
A device report from synthes (B)(4) indicated a hospital in japan reported: when the surgeon fixed one burr hole cover, the heads of nine screws (4mm) were worn, so he could not fit the burr hole cover. The operation time was delayed and the patient took a further burden, procedure was completed. This is 1 of 8 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: an investigation was conducted and it states that no product fault could be detected.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted. The report indicates the part was received severely bent. The measurements of the hole size and the diameter are only possible on two out of six holes. Anodize surface exhibits some minor loss of color due to bending. Device was used for treatment, not diagnosis.